Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump had light moisture damage to the keypad traces. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at the reservoir tube window corners and minor scratches on the display window.

Event description:
Customer reported a bubble under her insulin pump's screen. The customer also stated she had gone into the pool with her insulin pump. The customer's blood glucose was 132 mg/dl. The customer also reported fluid under her lcd display. The customer also stated there was no cracks on her insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.